Event description:
The customer observed false nonreactive architect syphilis tp results which questioned by the physician and that does not match with elisa and tppa result on one pregnant patient. The results provided were: initial=0.13 s/co (< 1.00 s/co=nonreactive) /repeated =0.10 s/co /redrawn and repeated=0.09 s/co /roche=0.106 coi (negative) /sysmex=0.0 (negative) /tppa=positive /elisa=positive there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect syphilis tp reagent lot 45335be01. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot, and all specifications were met, no false non-reactive results were obtained and found results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp reagent lot 45335be01.

Event description:
The customer observed false nonreactive architect syphilis tp results which questioned by the physician and that does not match with elisa and tppa result on one pregnant patient. The results provided were: initial=0.13 s/co (< 1.00 s/co=nonreactive) /repeated =0.10 s/co /redrawn and repeated=0.09 s/co /roche=0.106 coi (negative) /sysmex=0.0 (negative) /tppa=positive /elisa=positive there was no reported impact to patient management.